Event description:
It was reported that a bleeding event occurred. The wearable was inserted into the arm on (B)(6) 2024. The patient's parent stated that after inserting the sensor, "blood started running literally like a faucet." From the sight of the blood, the pediatric patient experienced a syncopal episode. The patient's parent stated the patient's body went limp and she passed out in the parent's arms. The parent called 911 and was advised that the patient was okay. She stated she is a nurse and took the patient to the hospital for evaluation. There, they said all her levels were normal. It was determined that perhaps the patient had an issue in regards to seeing all that blood at one time. The patient was reportedly also evaluated by a cardiologist and underwent unspecified screening which did not reveal abnormalities and it was noted that the patient does not take a blood thinner. The patient received no medication for the episode and the area was kept clean and dry after the reported 2-3 minutes of length of time of bleeding. There was no documentation of further medical evaluation or intervention for syncope after the sight of blood. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.